Event description:
The customer reported that this central nurse's station (cns) displayed communication loss (comm loss). According to the customer, the cns is monitoring bedside monitors (bsm-3000's). Technical support (ts) troubleshot the issue and had the customer reboot the cisco switch, but after doing that, the switch caught on fire. There was no patient injury reported.

Manufacturer narrative:
Details of complaint: the customer reported that this central nurse's station (cns) displayed communication loss (comm loss). According to the customer, the cns is monitoring bedside monitors (bsm-3000's). Technical support (ts) troubleshot the issue and had the customer reboot the cisco switch, but after doing that, the switch caught on fire. Due to the fire, they are down and unable to monitor patients. Ts provided the customer with the switches part number (a/cbs250-24p) as due to the age of the switches, the customer will have to replace them with a different model as the ones they had are no longer being manufactured. There was no patient injury reported. Investigation summary: the switch is not an nk device. The root cause of the switch failing / "on fire" could not be identified. Manufacturer references # (B)(4) follow up 001.

Manufacturer narrative:
The customer reported that this central nurse's station (cns) displayed communication loss (comm loss). According to the customer, the cns is monitoring bedside monitors (bsm-3000's). Technical support (ts) troubleshot the issue and had the customer reboot the cisco switch, but after doing that, the switch caught on fire. Due to the fire, they are down and unable to monitor patients. Ts provided the customer with the switches part number (a/cbs250-24p) as due to the age of the switches, the customer will have to replace them with a different model as the ones they had are no longer being manufactured. There was no patient injury reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made, but not provided: attempt # 1: 03/07/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 03/09/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 03/13/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 03/07/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 03/09/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 03/13/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 1: 03/07/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 2: 03/09/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Attempt # 3 03/13/2023 emailed the customer via microsoft outlook for patient information: no reply was received. Concomitant medical device: the following device was used in conjunction with the cns: bsms: model #: ni, serial #: ni, device manufacturer data: ni, unique identifier (UDI) #: ni, returned to nihon kohden: ni.

Event description:
The customer reported that this central nurse's station (cns) displayed communication loss (comm loss). According to the customer, the cns is monitoring bedside monitors (bsm-3000's). Technical support (ts) troubleshot the issue and had the customer reboot the cisco switch, but after doing that, the switch caught on fire. There was no patient injury reported.